Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed during evaluation. The cause was determined to be depleted main batteries due to user error. The main batteries and harness were replaced to fix the reported condition. According to a service history review, the device has been previously sent into service for the reported condition. This issue has been escalated to CAPA.the user interface module software version of this pump is colleague 2006(5.09.90).

Event description:
The facility reported a colleague infusion pump with a damaged battery. This event occurred upon power up; however, it is unknown in which care area this event occurred. This event may have interrupted delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device will not be returned to baxter because it was serviced on-site and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.